Event description:
Ventricular pacing threshold at the time of device replacement (B)(6) 2019 was 1.5 v 1.0 ms, 1028 o (ohms), and subsequently the pacing threshold was 2.0 v 1.0 ms, around 1000 o (ohms). Today's device check data threshold was 2.0 v1.0 ms, 1009 o (ohms), so the setting was 4.0 v1.0 ms. The ventricular pacing rate was 0%. Cases of high threshold continuity at pacing threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).